Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was transmitted indicating this pacemaker and right ventricular (rv) lead exhibited out-of-range pace impedance measurements of an unspecified nature. The physician stated they were unable to review measurements from the remote interrogation for which they were instructed to have the patient perform another remote interrogation from which measurements were successfully transmitted. The physician will continue to follow the patient remotely. No adverse patient effects were reported.